Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose readings was 536 mg/dl during the call. The infusion set was changed the evening prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test and was programmed correctly. The tubing clamp was not available to perform the high pressure test.